Manufacturer narrative:
Product complaint # (B)(4). Additional information: d4, h4, h6. A manufacturing record evaluation was performed for the finished device phk626 batch number, and no non-conformances were identified. Additional information was requested and the following was obtained: specific number of devices which failed in this procedure? About tens devices, but the customer cannot provide the exact number. Did all involved devices fail during actual use on patient? Unk. How was case completed? Use of another device. The single complaint was reported with multiple events. There are no additional details regarding the additional patient events. The customer cannot provide the exact number. If further details are received at a later date a supplemental medwatch will be sent. Note: events reported via mw #2210968-2020-00551, 2210968-2020-00552, 2210968-2020-00553, 2210968-2020-00554.

Manufacturer narrative:
(B)(4). Attempts are being made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. Specific number of devices which failed in this procedure? Did all involved devices fail during actual use on patient? How was case completed? Device return status/ follow up. Note: events reported via mw #2210968-2020-00551, 2210968-2020-00553, 2210968-2020-00554.

Event description:
It was reported that the patient underwent an unknown procedure on an unknown date and suture was used. During the procedure, the thread pulled off. There were no adverse patient consequences reported.